Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to challenging patient anatomy/procedural conditions. The reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the suspected leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. After removal of the steerable guide catheter (sgc), the mr increased to 1-2 and a tear in the anterior leaflet was suspected. Per the physician, the tear was caused by both clips. No treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.